Event description:
It was reported that during the implant attempt, the physician had difficulty extending and retracting the helix mechanism. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth and the lead appeared damage at implant; full lead returned and analyzed.